Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker micro-dislodged after being unable to transfer torque for fixation. The device was replaced after noting that the helix had sprung. A second implant attempt was made. The second leadless pacemaker was fixated, with difficulties separating it from the catheter however it was ultimately released. After deployment, the device was not adequately adhered to the hearts tissue and ended up dislodging into the right pulmonary artery. It was then successfully retrieved. It was noted that the helix had also sprung on the device. A third leadless pacemaker implant attempt was made and was successful. The patient condition was stable.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection the helix length was out of specifications. The helix elongation is consistent with having occurred during procedure. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.